Event description:
Reference number (B)(4). Event occurred in turkey it was reported that the patient experienced high blood glucose event on (B)(6) 2026 and the patient was treated with manuel injection. No further information is available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: turkey.